Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump went into threshold suspend with a sensor glucose level of 63 mg/dl and a blood glucose level of 240 mg/dl. Customer reported treating the low blood glucose level with food. Customer declined troubleshooting. Blood glucose level at the time of the call was not provided. No further information was provided.